Event description:
Note: this is one of two reports related to the same event (MFR. Report #3005099803-2014-01569 and MFR. Report #3005099803-2014-01570). It was reported to boston scientific corporation that two radial jaw 4 gastropediatric biopsy forceps were used in the upper digestive tract during a biopsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the device was introduced through the endoscope channel, the physician noticed a white, stringlike substance adhering to the jaws/cups of the biopsy forceps. The physician used another of same device and the same issue was noticed with the second radial jaw 4 gastropediatric biopsy forceps. The procedure was completed with another of the same device. Additionally, it was confirmed that the substances were found after the device was removed from the sterile packaging and there were no visible damages noted with the device and its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A review of the photograph sent by the customer showed that a part of the foreign matter was coming out of the fenestration hole of the forceps during the procedure. However, a visual examination of the returned forceps found no failure of the device and no foreign matter was found. The condition of the returned incident forceps device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause for the customer complaint is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this is one of two reports related to the same event (MFR. Report #3005099803-2014-01569 and MFR. Report #3005099803-2014-01570). It was reported to boston scientific corporation that two radial jaw 4 gastropediatric biopsy forceps were used in the upper digestive tract during a biopsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the device was introduced through the endoscope channel, the physician noticed a white, stringlike substance adhering to the jaws/cups of the biopsy forceps. The physician used another of same device and the same issue was noticed with the second radial jaw 4 gastropediatric biopsy forceps. The procedure was completed with another of the same device. Additionally, it was confirmed that the substances were found after the device was removed from the sterile packaging and there were no visible damages noted with the device and its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.